Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in clinic with infection. The whole system was explanted. The patient was stable before, during, and after the procedure.